Event description:
Healthcare professional reported "capsular contracture baker grade IV" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: weight to the spec, crease fold and opening curved on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior and posterior and non-penetrating nick. Based on the device analysis the final assessment is: a striated opening on posterior and anterior assessed as surgical damage.

Event description:
Device was explanted.